Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a leak in the indeflator was noted during use. The procedure was successfully completed with a new unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Additionally, unused/sterile devices were returned and tested with no issues noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, it is possible that the device was not fully connected resulting in the reported leak; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.